Manufacturer narrative:
Follow-up # 1 (03/21/11)-device evaluation: the lancing device involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the returned lancing device passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging she was unable to use the onetouch delica lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient received the subject lancing device on (B)(6) 2010 (time not specified). According to the csr's documentation, the patient suffers from gout (in the hand) and is unable to hold the subject lancing device. It is not known what medication, if any, the patient takes to manage her diabetes and it is also not known what action, if any, the patient took regarding her diabetes management after the alleged issue began. As a result of the reported issue, the patient claimed she developed symptoms of frequent urination and felt groggy at an unknown time later; however, it is not known if the patient may have already been symptomatic when the alleged issue began and it is not known what the patient's blood glucose result was prior to the onset of her symptoms. It is not specified if the patient received any treatment as a result of the reported issue. During troubleshooting, the patient informed the csr she also owns a secondary onetouch lancing device; however, the patient indicated she does not have the onetouch lancets available. The csr educated the patient how to obtain lancets for her onetouch lancing device. Although the patient is unable to properly hold the subject lancing device due to a health condition unrelated to diabetes, this complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged issue began.